Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device could not be interrogated and that there was no tones and no lights on the programmer head. It was also noted that there had been a patient alert for the device reaching recommended replacement time and a remote monitoring transmission indicated that device had since reached end of service. The device remains in use. No patient complications have been reported as a result of this event.